Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an upstream occlusion alarm. It was stated there was no kinks present, or spike in bag of medication. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: no product sample nor photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. He most probable cause is uso sensor. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.